Event description:
Revision surgery - stem subsided when pt fell at nursing home. Thus the hip dislocated.

Manufacturer narrative:
The pt was revised as a result of a fall, one month after prior surgery. The fall caused the stem to subside, and as a result a dislocation occurred. The device was not returned for investigational review. The DHR was reviewed and all processing and inspection steps were executed as intended, no ncmrs created. There are no indications of material, design, or manufacturing problems. Conclusion: no further action required. The revision surgery was necessitated by the pt falling and causing trauma to the joint.